Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually and optically confirmed the mas connector is broken at approximately the base of the connector hex head. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Functional evaluation of the top part of the implant was found to fully engage in a sample screw, confirming that the implant threads were undamaged. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal fusion at c3-7 with a c3-6 laminoplasty. It was reported that during tightening of the locking screw the connector set screw broke. The surgeon removed the locking screw and the set screw came off along with it. The procedure was completed with alternate products. No patient complications were reported.